Event description:
It was reported that the bladder of an intermate lv250 ruptured. This occurred towards the end of patient infusion. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection confirmed the ruptured bladder. Microscopic examination revealed no markings on the bladder near the rupture line. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.